Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet and a dexcom cgm, with the cgm displaying ¿low,¿ following a meal of four slices of pizza; during the call the glucose rose from 56 mg/dl to 82 mg/dl after ingestion of orange juice and chocolate, and no alerts or alarms were reported. Symptoms included low blood glucose confirmed by cgm readings and associated hypoglycemic condition. Outcomes included the need for oral carbohydrate treatment and continued self-monitoring without medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction identified. It was concluded that the event was user-managed with oral glucose, cause undetermined, and no further clinical sequelae reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.